Event description:
(B)(4). Initial report: this case was reported by a dermatologist and involves a female elderly pt with a rheumatic disease. Four to five weeks after treatment with poly-l-lactic acid (sculptra) with 5 ml water subcutaneously, she developed tactile, non-visible nodules in the cheeks and one minimally visible nodule. Additional information received on (B)(6) 2009. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable; conclusion: no faults detectable. Additional information received on (B)(6) 2009. Addendum provided by dermatologist: this case involves a (B)(6) female. On (B)(6) 2008, she had been treated with poly-l-lactic acid (sculptra, diluted in distilled water, injection of 8 ml per session). Additionally, she received on (B)(6) 2008, one ampoule of hyaluronic acid s.c.; used local anesthetic: prilocaine. On (B)(6) 2008, the pt also was treated with hyaluronic acid (one ampoule s.c.). Medical history includes an allergy to penicillin, parapsoriasis en plaques and joint disorder (are treated with low-dose cortisone). Starting on (B)(6) 2008, the patient has suffered from subcutaneous, tactile nodules on both cheeks (left side there was a visible, pea-sized nodule). Corrective treatment included methylprednisolone, outcome: unk.